Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the single patient was not crossing a technical support specialist (tss) accessed the server to verify the patients status. Navigation was performed through the required settings, and the visit was reviewed using the customer provided visit identifier. The patient record showed a status of discharged, which prevented the information from crossing over into es. The customer was advised that the patient would need to be registered again in their system for the data to transfer correctly. Afterward, a connection was established to the server, and a cast patient query was executed to review the patients record and admission dates. All received messages query was also run for the patient, but no matching results were found. The customer confirmed that no further issues were identified following the review. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es single patient was not crossing. The customer attempted troubleshooting by creating a temporary ID for this patient. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es single patient was not crossing. The customer attempted troubleshooting by creating a temporary ID for this patient. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.